Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead; 4470 boston scientific competitor lead, implanted (B)(6) 2008; 4470 boston scientific competitor lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a threshold increase and high thresholds noted on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.